Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown pca / mod insert med / 9mm. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
The reported event is confirmed. Clinican review indicated that after 22 years in situ some poly insert wear in this total knee arthroplasty is not unexpected. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this late clinical situation. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Poly swap on total knee to replace worn poly liner, tighten up joint space and debridement.

Event description:
Poly swap on total knee to replace worn poly liner, tighten up joint space and debridement.